Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune disorder ("autoimmune reaction") and pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the autoimmune disorder, pelvic pain and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") and autoimmune disorder ("autoimmune reaction") in a 38-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included diarrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the irritable bowel syndrome was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both $ides, with 7 number of coils on the left and 5 number of coils on the right remaining in the uterus diagnostic results: on 01-feb-2010, urine hcg test was performed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") and autoimmune disorder ("autoimmune reaction") in a 38-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included diarrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient experienced uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the irritable bowel syndrome was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both $ides, with 7 number of coils on the left and 5 number of coils on the right remaining in the uterus diagnostic results: on 01-feb-2010, urine hcg test was performed most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure removal date (B)(6) 2018 added. Lot number (664443) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fibroid, irritable bowel syndrome and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') and autoimmune disorder ('autoimmune reaction') in a 31-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Medical conditions: on (B)(6) 2010, urine hcg test was performed. Concurrent conditions included diarrhea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"), 3 months 21 days after insertion of essure. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroid/ (tumor) intramural leiomyoma of uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the autoimmune disorder, menstrual disorder, depression, anxiety, uterine leiomyoma and abdominal pain outcome was unknown and the irritable bowel syndrome was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides, with 7 number of coils on the left and 5 number of coils on the right remaining in the uterus. Patient received treatment for pain and bleeding. Essure confirmation test was not conducted. Discrepancy: essure confirmation test(s) conducted, specify no. Date(s) of removal: (B)(6) 2017 discrepancy as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events persistent pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) was updated to recovered. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.